Manufacturer narrative:
Date is approximate. Other applicable components are: product ID: 3889-28, lot# va1km07, implanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: va1km07, ubd: (B)(6) 2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the device lead had migrated. Caller wanted to know why the lead migrated prior to placing another device. Caller denied providing further information regarding the reported event, stating they wanted information as to why this happened and what the patient should do different with the 3rd device implanted. Caller reported the patient was very busy and maybe something the patient did caused the leads to move, that it was possible they caused it. This was lead #2 in january, 2018 and it was working fine, however at a check-up it showed moving one centimeter via x-ray taken. Caller stated it worked fine until the first check-up. No further complications were reported or anticipated.